Event description:
Type of procedure: low anterior resection. According to the reporter: snapping of manual handle heard after firing of sulu during lower anterior resection. Surgery was extended by more than 30 minute. A temporary ileostomy was performed as the surgeon was not comfortable with the staple lines. There was no blood loss of more than 500ccs. The incision wasn't extended by more than one inch. The surgery was changed from endoscopic to open. Nothing fell into the patients cavity and no reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).